Event description:
Determined to be reportable based on analysis completed on 10/02/2006. It was reported that during a coronary drug eluting stenting treatment procedure, there was difficulty crossing the lesion. The details of the lesion are unknown. The 2.25x12mm taxus liberte drug eluting stent was unable to cross the lesion. The procedure was completed with another of the same device. However, device analysis indicates stent damage.

Manufacturer narrative:
The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. Examination of the stent revealed damage to the distal end. A stent strut was stretched out distally towards the tip section of the device. A severe shaft hypotube kink was measured approximately 51.8 cm distal from the strain relief and a shaft polymer kink was present directly proximal to the port. A recommended size guidewire (0.014 inch) was inserted through the guidewire lumen with no restrictions noted. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause cannot be determined.